Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm. The procedure was completed with a different device. There were no patient complications reported.